Event description:
It was a catheter problem. When the catheter was connected to the system, there was no signal displayed on the monitor. The catheter was removed, and a new catheter was inserted. There were signals showing on the monitor. The procedure was completed successfully. No injury to the patient.